Event description:
It was reported that the ilet bionic pancreas user received a system notification indicating glucose above 300 mg/dl for over 90 minutes, with the episode lasting about three hours and the highest reading registering as ¿high.¿ symptoms included no reported acute effects. Outcomes included return of glucose to normal without medical intervention, no use of backup therapy, and no ketone testing. Investigation included a follow-up assessment and collection of a high blood glucose questionnaire. Investigation of this case revealed that the event was hyperglycemia with an unclear cause, and there was no evidence of device malfunction identified through user interview and event review. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.